Manufacturer narrative:
Additional information: b1, h1, h6, h11. H11: the device was not received for evaluation; however, the device was evaluated on site by a vantive qualified technician. Test and troubleshooting including inspection of the equipment, heating startup test and pre-charge test were performed. No issues were found. The service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition could not be determined. Based on additional information received, the prismaflex machine was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately 30 minutes after starting continuous renal replacement therapy (crrt) using a prismaflex control unit, the patient experienced severe chills, manifested as involuntary tremor of skeletal muscles all over the body, clenched teeth and a pale face. The patient stated it was "too cold to bear". The nurse inspected the crrt setup and then contacted an engineer, and it was stated that "patients using this model of machine model would experience chills". The attending physician was consulted and advised to investigate for a pyrogenic or allergic reaction. The patient was covered with thick blankets and their temperature was monitored. Treatment was terminated. No additional information was available.